Event description:
It was reported that balloon rupture occured. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. (D4) lot number updated from 0025404085 to 0025118611.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. (D4) lot number updated from 0025404085 to 0025118611. Device evaluated by MFR.: returned product consisted of a sterling sl catheter. The balloon was loosely folded and there was blood in the balloon and shaft. Analysis of the tip, balloon, inner/outer shaft and hub/strain relief included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located 28mm from the tip of the device. Inspection of the rest of the device found no other damage or defect. Review of the product specification indicates the rated burst pressure of the complaint device is 14atm. The reported information indicates the device was inflated to 4atm; therefore, there is no indication the device was inflated over rbp. The reported balloon burst was confirmed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.